Manufacturer narrative:
The customer did not return the suspected product for evaluation. Therefore, an in-house testing was performed using the in-house contour next meter with in-house contour next test strips and in-house contour next control solution from lot # 9bv2g39, which gave satisfactory performance. All control readings obtained during in-house testing were properly marked in meter's memory.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided.

Event description:
The customer called ascensia to seek help performing control test. The customer ran control test using the contour next meter. The customer stated that the reading obtained on the meter asked the customer to associate the reading with a meal marker. The customer service agent asked the customer to check the meter memory, which showed that the meter did not automatically mark the control test, and so the reading was displayed as a blood result while accessing the meter's memory. There was no allegation of an adverse event. The control solution is not expected to be returned.